Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown amount of units of insulin during the load sequence. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.